Manufacturer narrative:
Concomitant medical device: d224trk ICD, implanted (B)(6) 2013.

Event description:
It was reported that the left ventricular lead threshold increased over a four day period and was also high. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.